Event description:
It was reported that the pt had their stimulation system removed due to infection. No pt symptoms or outcome were reported. Add'l info has been requested from the hcp but was not available on the date of this report.

Manufacturer narrative:
.